Event description:
The event is reported as: the customer alleges that during intubation attempts the light on the blade turned off twice. A new blade of the same type and lot number was obtained and the light went off twice during the attempt to intubate. A blade from a different manufacturer was obtained in order to complete the intubation process. The procedure was delayed but no trauma or injury to the patient.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report. The alleged issue occurred twice, two MDR's will be submitted.